Manufacturer narrative:
Additional suspect medical device components involved in the event left lead extension: product family dbs-extension upn (B)(4). Model nm-3138-55 serial (B)(4). Batch 7082534.

Event description:
It was reported that the patient experienced an infection with purulent drainage at the left lead incision site. The patient was hospitalized for two days and was discharged with a 13-day course of antibiotics. It was noted that nothing happened during the recent implant procedure that may have caused or contributed to the infection. The physician assessed that the infection was device related. The devices remains implanted, and the patient is recovering.